Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered one shock for atrial fibrillation (af) with rapid ventricular response (rvr). The patient's right atrial (ra) lead was implanted into his bundle of his and noisy signals were noted as well. Technical services (ts) was consulted and reviewed stored data. Ts noted noisy signals on the right ventricular (rv) lead as well. X-ray imaging was performed and the right atrial (ra) lead had dislodged, with its tip contacting the rv lead. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered one shock for atrial fibrillation (af) with rapid ventricular response (rvr). The patient's right atrial (ra) lead was implanted into his bundle of his and noisy signals were noted as well. Technical services (ts) was consulted and reviewed stored data. Ts noted noisy signals on the right ventricular (rv) lead as well. X-ray imaging was performed and the right atrial (ra) lead had dislodged, with its tip contacting the rv lead. This ra lead remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the crt-d was reprogrammed and rate control medication was prescribed for the patient. No revision has been performed for the dislodged lead at this time and no revision procedure date has been given. This ra lead remains in service. No additional adverse patient effects were reported.